Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Video analysis: one video was provided. The video shows an instrument been firing over tissue, after the firing and once the device was removed, unformed staples can be appreciated. Based on the video the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
During the gastric resection the clips didn't close as intended. Reload replaced. No adverse events reported. Procedure prolonged for 30 minutes.